Event description:
On (B)(6) 2021 we received notification of an article published in springer nature, entitled, "a critical evaluation of longitudinal changes of astigmatism following implantation of toric implantable collamer lenses (ticl): a comparison between treated and untreated cases over 4 years". The article reports residual astigmatism following toric implantation in 86 cases. It was reported that in 50% of toric implantable collamer lenses presenting with astigmatism less than or equal to -0.75 dc, the residual astigmatism can be naturalized by realigning the lens. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Age or date of birth-race: unk. Date of event: unk. (Expiration date): unk, no serial number reported. Implant date: unk. PMA/510k: this product is not marketed in the us. (Device manufacturing date): unk, no serial number reported. Claim # (B)(4).